Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine study visit, the left ventricular lead exhibited loss of capture. The patient also complained of phrenic nerve stimulation. An x-ray confirmed the lead had dislodged. The lead was successfully repositioned on (B)(6) 2014 and the patient was in good condition.